Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that after reprocessing, the endoscope reprocessor cleaning fluid remained in the drain port after the reprocessing cycle was completed. There was no error. There were no reports of patient harm associated with this event. In speaking with olympus technical assistance support (tac) via phone, the customer reported that the drain hose was not kinked or blocked, and the mesh filters were clean. Tac advised the customer to perform the "air purge" function to drain out the remaining liquid. However, the customer was able to drain out the remaining liquid. The "air purge" function was aborted and initiated the "rinse" function. The subject device completed the rinse function without issues. There is no liquid remaining after the "rinse" function. Tac advised the customer to reprocess the scope again and monitor the issue. During follow-up via email, the customer stated that the issue was resolved.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
Correction: the facility registration number is 9610595.

Event description:
The customer provided additional information: the event occurred during the scope cleaning cycle. The procedure was able to be completed with the same device. The procedure did not need to be cancelled or postponed. There was no medical intervention required. There was no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. Correction to d10 and g2 for information inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was possible that a foreign material got caught in the drain valve and the valve did not open properly. This caused a decrease in the amount of rinse water being drained and the water remained in reprocessing basin. The foreign material caught was possibly removed by air purge process individually performed by the user, which resolved the suggested event. Olympus will continue to monitor field performance for this device.